Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient was experiencing possible withdrawal symptoms. The event date was provided as (B)(6) 2018. The rep did not know of any environmental/external/patient factors that may have led or contributed to the issue but was trying to get more information from the physician¿s office. No troubleshooting had been done at the time of the report to the rep¿s knowledge. The rep had suggested doing a dye study and was waiting for the physician to call him back. It was unknown if the issue was resolved at the time of the report. The patient¿s status at the time of the report was unknown. No further complications were reported or anticipated. Other medications being taken at the time of event, patient weight, and medical history were unknown. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep spoke with the hospital the day before ((B)(6) 2018) and they indicated that they had no further information because the patient was in the "step down unit." It was indicated the patient was being treated as an in-patient at the facility.